Event description:
Customer's mother reported a hospitalization for high blood glucose levels. Customer's mother stated that a few days before the incident, customer was complaining of not feeling well. Her blood glucose level at that time is unknown. Customer went to the emergency room that night, but was not admitted or given assistance. She was told nothing could be done and to see her doctor. She went home and returned to the hospital a few days later, on the night of (B)(6) 2014, for high blood glucose levels. Her blood glucose level at the time of admission was 1200 mg/dl. Customer's mother stated she was having high blood pressure the day she went to the hospital. The cause of the emergency room visit as per the doctor was kidney disease. Customer is still in the hospital, and customer's mother thinks she will be there for another day. Mother believes customer was wearing device when admitted. She was put on an insulin drip upon admission. Nothing further reported..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.